Event description:
The customer states that the patient was being transferred from the toilet back into the bed using a p300 lift being operated by her husband. During this transfer, they heard what sounded to be something snapping. The strap pulled and dropped the patient approximately 2.5 ft. The lift fell out of the track and landed on the patient. The patient was sore and bruised, but did not require medical treatment.

Manufacturer narrative:
We are currently coordinating the return of the unit to our facility for engineering inspection and root cause analysis, so we can implant a corrective action, if required. We will provide a another report with additional information and more descriptive codes once the investigation is completed.